Event description:
Pt was experiencing continued spasticity despite increased dosages of medication. Testing showed the catheter to be intact, side port test ok, no indication of rotor failure on fluoroscopy. The device was replaced, and the pt is doing fine with the new pump and decreased doses of medication than with the previous device.